Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127, serial number:: null and null, batch/lot number: 1000121027 and 1000111570, model/catalog description: balloon fgs 61-70cm and control pump fgs iz.

Event description:
It was reported that the patient experienced an infection after the pump was revised to a more comfortable location for the patient with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.